Event description:
It was reported that the 9800 system was arching during a cysto procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage connector was cleaned and re-greased during the service call. The system was tested and found to be working as intended and put back into service.